Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a pentaray nav. Occlusion/ no irrigation. During the procedure, device (including port, luer hub) was not irrigating. A second device was used to complete the procedure. There was no adverse event reported on the patient. Additional information was received. The issue was noticed during the procedure while the catheter was inside the patient. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 27-feb-2025. Visual inspection and irrigation test of the returned device were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. An irrigation test was performed, and the device was irrigated correctly. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The irrigation issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain the following recommendations: flush the catheter with heparinized saline prior to insertion into the body. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a pentaray nav and the irrigation issue was noticed during the procedure (while the catheter was inside the patient). Occlusion/ no irrigation. It was reported that during the procedure, device (including port, luer hub) was not irrigating. A second device was used to complete the procedure. There was no adverse event reported on the patient. Additional information was received 26-jan-2025. The issue was noticed during the procedure while the catheter was inside the patient. Water came out normally at the beginning of use. After the completion of mapping, the catheter was withdrawn from the sheath. After finishing ablation, no water could come out when the catheter re-entered the patient. The irrigation issue was originally considered non-reportable, however, bwi became aware on 26-jan-2025 that the irrigation issue was noticed during the procedure (while the catheter was inside the patient) and have reassessed the irrigation issue as reportable. The awareness date for this record is 26-jan-2025.

Manufacturer narrative:
The picture was reviewed and no root cause can be determined. However, it was reported that the device is available for analysis. Therefore, once the device is received by the bwi product analysis lab, the evaluation will be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).